Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k061118.

Event description:
On (B)(6) 2011, the lay-user/patient contacted lifescan (lfs) to report experiencing a power issue with her one touch ultramini meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue with the subject meter not turning on began on an unspecified time of the morning of (B)(6) 2011. She reported that she manages her diabetes with insulin (self adjuster), and due to the alleged issue, she continued taking her usual dose of medication. The patient claimed that 6 hours, after the product issue started, she felt shaky. It is unknown if she received any treatment due to this symptom. On (B)(6) 2011, she continued taking her usual dose, but at 10 pm she was seen in the emergency room (ER). They tested her glucose level with an ER meter and obtained a result from "250-300 mg/dl". She was given a glucophage table and a refill for 2 weeks. Per the customer service documentation, there was some indication that there was misuse of the meter. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of hypoglycemia after the reported issue began.